Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented to a care facility with an unspecified systemic infection. Pocket infection and erosion were also present. The pacemaker system was explanted on (B)(6) 2021. Patient was stable after the procedure.